Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 19) during the load process. Multiple cartridge changes were performed to address the issue. Reportedly, the customer continued to use the pump for insulin therapy. Blood glucose level ranged between 59-361 mg/dl.